Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician was able to fully deploy the stent, but it was noted that the head of the stent was damaged and would not expand. The physician removed the stent and the procedure was completed using another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found out that the stent had been deployed and was not returned. The stainless steel handle was severely bent and kinks were noted in the clear outer sheath. During the product analysis, the outer sheath was retracted and no issues were noted other than slight kinks in the inner lumen. The complaint as reported could not be confirmed. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician was able to fully deploy the stent but it was noted that the head of the stent was damaged and would not expand. The physician removed the stent and the procedure was completed using another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.